Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the malfunction, and there was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.